Event description:
It has been reported to philips that there was an error with the x-ray generator. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not available. The system's x-ray functionality was no longer possible and error messages were observed in the image processing pc (ippc). The fse reloaded the image processing software and, as a precaution, later replaced the ippc, which temporarily solved the issue for the customer. However, the ippc was returned for analysis and no malfunction was identified with the ippc. It later reported that there was a power supply fault as the new ippc would intermittently not power on during startup. Further onsite investigation of the system and analysis of the system log files eventually identified that a malfunctioning power distribution unit was the source of the problem. After replacing the front panel of the power distribution unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.